Manufacturer narrative:
Age or date of birth: unk. Sex: unk. Weight: unk. Ethnicity: unk. Race: unk. Date of event:unk. (Expiration date): unk, no serial number reported. Implant date:unk. Explant date:unk. PMA/510k: this product is not marketed in the us. (Device manufacturer date): unk, no serial number reported. (B)(4). Claim # (B)(4).

Event description:
An article was published in the journal of talmologia clinica y experimental in september 2019 titled, 'implante de lente intraocular fáquica de cámara posterior en ojos con queratocono: efecto a largo plazo sobre la agudeza visual.' The article reports three cases of ocular hypertension, in immediate control at 2 hours of the operation. Information received from one of the authors indicated " 3 cases with transient ocular hypertension at 2- hours postop control was no higher than 35-40 mmhg. Two patients were treated with oral acetazolamide and the other one (iop under 25 mmhg) with drops. In the 3 cases on control at postop day 1 the treatment was suspended as iop was under 18 mmhg. No consequences from hypertension were observed (ie, urretz-zavala's syndrome). The hypertension was not a problem to manage nor implied any visual loss for the patients." Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted